Manufacturer narrative:
(B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same cases as MDR ID 2134265-2013-05520, 2134265-2013-05509. It was reported that an automatic pullback failure occurred. During the procedure, the doctor clicked the "pullback" button and it did not perform automatic pullback. The physician tried many times but it did not work. So they performed manual pullback to complete the operation. No patient complications reported.